Manufacturer narrative:
Corrected data: h5 device evaluation update: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Log files reveals that the blower is defective. The blower failure is contributing to the issue with the insp valve. However, blower failure did not happened as they claim during troubleshooting. Vyaire medical findings indicated that this is a user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log file analysis reveals the blower is defective. There are active alarms for 316 and 240 blower temp too high. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 when turned on, inspiration valve or device leaky appeared. Furthermore, there was no patient involvement associated with the event.